Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, the 8mm mega needle driver instrument jaws were not able to grab the needle properly. There were multiple slippage of needle during driving the needle. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.